Manufacturer narrative:
B3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that that they had been in the hospital in the beginning of february and had CT scans, mris and all kinds of stuff done. The patient said they weren't sure if their therapy had ever been turned back on because their symptoms were not being helped. The patient said shortly after they got out of the hospital, they were using more pads. The patient said the implant had never helped them 100% but it had been helpful for them. Now it wasn't, and they were feeling like they had to go to the bathroom every time they moved. During the call agent walked caller through checking implant status. The patient was on program 3 at 2.4 ma. The patient increased stimulation to 2.7 ma and felt stimulation comfortably in their bicycle seat. The patient was directed to monitor symptoms and follow up with their health care provider (hcp) if needed. The patient said they would have an appointment with their managing physician in june.